Manufacturer narrative:
Analysis: review of medtronic service records for bioconsole 540, demonstrate that the unit had been serviced annually from 1989 - 1999. No add'l service has been done by medtronic on this device since 1999. The product is currently being held by the customer, and third party review/eval of the device is anticipated. Medtronic has been informed that return of the product is pending completion of this review. Conclusion: the cause of the event cannot be determined at this time as the product has not been returned for analysis. It is not known if the device will be returned upon completion of third party review. Should the device be returned, or if any add'l pertinent info becomes available that is related to this event, a follow up report will be submitted to FDA.